Manufacturer narrative:
Date of event: the event occurred on an unreported date in jul 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient outcome and patient hospitalization were not reported. Treatment was unknown. Pd therapy was withdrawn at the time of this report. The reporter declined to provide additional information.